Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to inappropriate shocks from the implantable cardioverter defibrillator (ICD) for detecting a one to one arrhythmia as a ventricular tachycardia (vt) episode. The device was reprogrammed and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.